Event description:
Info was rec'd from the repair technician that during routine preventative maintenance, the device was not relieving pressure during a high pressure condition as required. The device was not reported to be in pt use and no pt harm was reported. The dump valve was found to be the cause of the problem. The device has been returned to the manufacturer for root cause analysis. The valve has been sent to an independent lab for investigation. If further pertinent info is rec'd, a follow up report will be filed.

Manufacturer narrative:
The device has been rec'd by the manufacturer for investigation. During evaluation, the dump valve was confirmed to be sticking in the closed position. The dump valve has been sent to an independent lab for further testing.